Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the reported issue. The cse installed the software and the ventilator passed calibrations, extended self tests (est), short self tests (sst), and performance verification testing (pvt). (B)(4).

Event description:
Covidien received information of an 840 ventilator with a distorted screen, not allowing settings to be adjusted. The malfunction did not occur during patient use. The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the reported issue. The cse installed the software and the ventilator passed calibrations, extended self tests (est), short self tests (sst), and performance verification testing (pvt).